Event description:
Biopsy needle misfired (defected) during artemis procedure. So, another had to be used. A second biopsy needle misfired during another case on same day. Bard biopsy needle: ref: mc1825, lot #: rekx2375, 18g x 25cm, same ref and lot number for 2nd needle. Manufacturer response for disposable core biopsy device, max core disposable biopsy device (per site reporter).